Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer did not have a backup therapy available and planned to contact their healthcare provider. Technical support decided to replace the pump.